Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 25mm amplatzer amulet was selected for implant. During procedure pericardial effusion with hypotension in the left atrium was reported. Pericardial drainage was performed and the 25mm amplatzer amulet was successfully implanted. No patient consequences were reported. (Clinical study patient ID: (B)(6), crd_859 - laao-pas, r439968501).

Manufacturer narrative:
An event of pericardial effusion with hypotension in the left atrium was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.